Manufacturer narrative:
The field service rep (fsr) confirmed the reported complaint. The unit had a discontinued ice bank sensor. An updated ice sensor kit was installed updating the ice bank sensor and repairing the cooler heater unit. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was continuously making ice and filled entire chamber. As result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.